Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal morphine 25mg/ml; 5.2mg/day via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. The event date was (B)(6) 2015. A routine catheter access port study was done pre-operative for a planned pump replacement. The catheter was non flowing. Surgery was planned to perform an explant. The issue had not been resolved. Patient status was alive; no injury. Specific patient symptoms, cause of the event, interventions, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.